Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had developed a hematoma. A pocket evacuation was performed to drain the hematoma. During the evacuation, a surgical sponge was discovered that had been left in the pocket during the initial implant. The device remains in use. No further patient complications have been reported as a result of this event.